Event description:
A report has called in to report a left motor issue. In speaking with the reporter it was learned the powered wheelchair went in to default. End user notified this dealer and the repair is being made. No injury.